Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned and analyzed and a wirebond was loose/detached.

Event description:
It was reported that during a routine check up the device battery was completely depleted and interrogation of the device was not possible. The device was extracted and replaced. No patient complications were reported as a result of this event.